Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomenon, ¿no image with 190 series scope¿ was confirmed. It was determined that the phenomenon occurred due to a faulty electrical (lvds) board. No further causes could be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered a faulty electrical board, heavy dust found inside the unit, corrosion found on the flat cables, minor scratches found on the housing, back panel and corrosion found on the connector. The software was up to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during maintenance, a e300(scope communication error) displayed on the evis exera iii video system center. Upon inspection and testing of the returned unit, no image displayed. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.